Event description:
It was reported that the right ventricle (rv) lead exhibited noise over sensing which had resulted in noise reversion. No intervention or procedure was reported. The patient had no consequences.